Manufacturer narrative:
(B)(4). Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -12.5/4.0/74 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was explanted due to excessive vault and unreactive (fixed) pupil. It was reported that the problem did not resolve, for status of the eye (signs/symptoms): pupil remained mid-dilated was reported.

Manufacturer narrative:
H3: device evaluation: lens was returned dry and damaged with residue/debris on product in microcentrifuge vial. Visual inspection found the haptis torn/broken. Unable to perform dimensional inspection due to damaged state of returned lens. Claim#: (B)(4).